Event description:
It was reported error message such as l3-017 and l3-018. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer. Dc motor adaptor replaced.